Event description:
An extractor rx retrieval balloon was used in an endoscopic retrograde cholangiopancreatography procedure (pt age, gender and weight unk) in 2008. According to the complainant, the balloon was "used to trawl stone. [The] balloon then burst, [and] when removing [the device] from the common bile duct, part of the balloon [was] trapped in the common bile duct." An attempt to remove the balloon fragments with a basket (device and MFR unk) was unsuccessful. Reportedly, the pt had "no signs of infection." There is no further info regarding the pt's condition.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for this lot. The 2007 15-month gi retrieval balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.